Event description:
It was reported that the customer experienced a low blood glucose reading, though the specific value was not provided. The customer consumed carbohydrates to address the low reading and did not require assistance from others. Technical support assisted the customer with updating a correction factor setting and advised them to consult with their healthcare provider when adjusting settings. The customer acknowledged this advice.